Event description:
Alleged the head section will slowly drift down over a couple of hours.

Manufacturer narrative:
The facility has ordered the head down valve but has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.